Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from customer lab that they had received reagent discs that appear to have already been used. Lab reported that some of the reagent beads were already colored and had black specs. Abaxis technical support requested for customer to send the 3 rotor discs in question, back to abaxis for evaluation. Abaxis received the 3 discs and one appears to have been used with whole blood sample run. No patient or user safety issues have been reported. Additional investigation regarding this issue is underway.

Event description:
Customer says they received reagent discs that appear already used.

Manufacturer narrative:
According to the additional information for this call, the customer sent the three discs in for evaluation. One disc was noted to appear used and the other two appeared unused. No black specks as reported were noticed. Abaxis technical support went over the findings with the customer and the two discs that appeared used were discarded. The customer stated that none of the discs were used. No further incidences regarding this issue have recurred since. The call was closed and no further actions were required.